Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the attached user facility report ((B)(4)) from the intermacs registry. The report indicates that pump thrombosis was suspected. Per additional info received from the vad coordinator, the pt expired and an autopsy was not performed, therefore the pump will not be returned to the manufacturer for evaluation. The manufacturer does not know the cause of death at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.